Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical product: biomet finned stem, catalog #: 141314, lot #: 789370. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01324; 0001825304-2018-01577; 0001825034-2018-01579; 0001825034-2018-02607.

Manufacturer narrative:
(B)(4). Implant date: (B)(6). Medical product: biomet tibial component catalog # 141216 lot # unknown , vngd cr tib brg 14x79/83 catalog # 183464 lot # unknown . (B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034 - 2018 - 01324, 0001825034 - 2018 - 01577.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to wear, osteolysis, loosening and fracture of implants. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Implant date - (B)(6) 2005. Concomitant medical products: unknown optipac bone cement plus catalog # unknown lot # unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: biomet ilok pri tib tray 83mm p/n 141216 l/n 778570. Max pri dcm tib brng14x79/83mm p/n 11-146174 l/n 491750. Maxim ilok ana pri fml 75 rt p/n 140014 l/n 089770. Biomet finned pri stem 40mm p/n 141314 l/n 789370. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned implants. Scratches were noted on the polished condyles of the femoral component and have bone cement adhered on the cementing side. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01324-3, 0001825034-2018-01577-3, 0001825034-2018-02607-2.